Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 days. Manufacturer's investigation conclusion: a specific cause for the report of bleeding could not be conclusively established through this evaluation. In addition, a direct correlation with the device could not be conclusively established. The patient remains ongoing on the device and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received 1 unit of packed red blood cells on (B)(6) 2018 for low hemoglobin, meeting the definition of major bleed. The event occurred day 4 post implant and the source of bleeding was unknown. It resolved the same day. No additional information was reported.